Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. It was noted the helix has been over-retracted. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt there were problems with the screw mechanism. The screw did not ease out and was fully retracted with one turn. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku